Manufacturer narrative:
The return electrode and esu were not made available for an evaluation. Due to the lack of information, no conclusive determination could be made as to the cause of the event. However, the reuse of a single use device is not permitted per the notes on use. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe return electrode (also called a pad or neutral electrode) was involved in a patient incident. The accessory was being used with an electrosurgical unit (esu/generator, model vio 300 s, part number (p/n) 10140-300, serial number information not provided). The equipment was being used in a "painless" gynecological procedure. Setting information of the esu was not provided. However, it was reported that the single use return electrode had been used repeatedly on other patients prior to the event. The pad was placed on the patient's thigh. There was no alarm from the generator during the procedure. However, a skin lesion occurred below the return electrode. No detailed information was provided in regards to the lesion. No information was provided on the patient or the medical treatment provided to address the skin lesion.